Manufacturer narrative:
(Product ID# 97714, sn# (B)(4)): the implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. (Product ID# 977a260, sn# (B)(4)): the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. (Product ID# 977a260, sn# (B)(4)): the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: explant dates updated: product ID 977a260 serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the area around the patient¿s leads and implantable neurostimulator (ins) was infected. The patient was complaining of ongoing, uncontrollable pain and no relief. There was oozing coming out of the lead site and the ins insertion site was not properly healed. No external factors were reported that may have led or contributed to the issue. The patient didn¿t have any environmental issues concerning their ins site, although they complained that there was discharge coming out of that insertion site. The manufacturer representative stated that at the follow up appointment, the patient showed them the discharge/oozing that was coming from their insertion sites and demanded to have the system taken out since they weren¿t getting the full effect from it. The manufacturer representative stated that the patient was also fearful of a possible infection spreading to their spine. An appointment was scheduled for (B)(6) 2018 to have the device explanted. It was noted that the issue had not been resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's device was explanted and would be sent back for analysis. No further complications reported.